Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that three of their reservoirs leaked. The entire bottom of the reservoir popped out and caused all of the insulin to waste. The patient's blood glucose at the time of incident is unknown. The reservoirs were not returned for analysis.